Event description:
Underwent blue light therapy treatment in conjunction with the application of levulan kerastick on my face in my dermatologist's office for the treatment of actinic keratosis (ak). Experienced/experiencing feeling of sunburned eyes immediately afterwards. Eyes felt sunburned for 3 days, then very gradual improvement over two weeks when improvement stopped. Still experiencing dryness, scratchiness and occasional redness requiring the use of eyedrops for temporary relief of symptoms. Eye protection was provided and used during the therapy as prescribed, but symptoms still persist a month later. Eyes are still not back to "normal" feeling. Doctor has not had or heard of any other patients with this side effect from this treatment.